Manufacturer narrative:
This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use, there was a sudden drop in battery longevity. The battery had dropped from 12.5 years remaining to 3 years remaining over the course of a year. Technical services has been contacted to review disk analysis. No adverse patient effects were reported, and there was no asystole.

Event description:
It was reported that during ongoing use, a sudden decease in the battery's longevity was observed. The battery had decreased from 12.5 years remaining to 3 years remaining, over the course of one year. Engineering reviewed the data from the remote patient monitoring system, and confirmed that the power consumption was increasing in a gradual fashion. Due to this anomaly, technical services recommended that the pg either be re-evaluated or replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.